Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to the electrode belt trunk cable had an open wire in the canl wire. The root cause for open wire could not be identified. There was no adverse event that resulted from the damaged belt.